Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) was broken and fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the green image and white balance no longer possible cause due to r-unit (charged coupled device) was broken. Additionally, r-unit (charged coupled device) was broken and fiber bonding in the outer tube area (distal end) was damaged cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green image and white balance no longer possible during reprocessing. There were no reports of patient involvement.